Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation/perforation/coil had migrated out of her fallopian tube and punctured my uterus') in a female patient who had essure (batch no. A47949) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included live birth in 1990, live birth in 1988, gravida ii, parity 2 and thyroidectomy. She was not allergic to nickel. Concurrent conditions included body mass index normal, smoker, alcohol use and cervical spinal stenosis. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced genital haemorrhage ("bleeding/painful bleeding"), fatigue ("fatigue"), headache ("headaches 3-12 months after essure implant") and allergy to metals ("hypersensitivity reaction to nickel") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced abdominal pain ("abdomen pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, menstrual disorder ("extreme menstrual changes"), device expulsion ("coil had migrated out of her fallopian tube and punctured my uterus"), depression ("depression") and abdominal distension ("bloating"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy & bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, genital haemorrhage, menstrual disorder, device expulsion, weight increased, abdominal pain and allergy to metals outcome was unknown and the fatigue, headache and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, depression, device expulsion, fatigue, genital haemorrhage, headache, menstrual disorder, uterine perforation and weight increased to be related to essure. The reporter commented: uterine perforation was done with cervical dilation using the 4 mm hegar dilator. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: not provided. On (B)(6) 2013, essure confirmation test (hysterosalpingogram) was done. On (B)(6) 2013, x-ray hysterosalpingogram revealed scout film shows single bilateral essure coils. With filling of the endometrial canal, no abnormal filling defects are detected. Based upon essure criteria there has been satisfied placement of the essure coils bilaterally with bilateral tubal occlusion. An arcuate uterus was noted. Conclusion: based upon essure criteria, there has been satisfactory placement of the essure coils bilaterally with bilateral tubal occlusion. On (B)(6) 2015, pelvic ultrasound revealed the uterus had essure and they were variable on this ultrasound. The right side appeared to be near the endometrium. The left ovary had a cyst, it measured 1.7x1.8x2.0 cm. On (B)(6) 2015, pathology test revealed labeled "uterus with cervix and tubes" is a 126 g uterus (9.0 x 7.0 x 4.0 cm) with attached surgically interrupted right fimbriated fallopian tube (5.0 x 0.7 cm) and left fimbriated fallopian tube (7.0 x 0.7 cm). The serosa is tan-pink and smooth with a minimal amount of attached fibromembranous tissue on the anterior aspect. The ectocervical mucosa was gray-white smooth to slightly wrinkled surrounding a 0.7 cm ovoid os. Within both cornus were approximately 2.0 x 0.1 cm silver metallic coil medical devices suggestive of essure devic. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: pfs received- new event bloating was added. Reporter information and lab data were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation/perforation/coil had migrated out of her fallopian tube and punctured my uterus') in a female patient who had essure (batch no. A47949) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included live birth in 1990, live birth in 1988, gravida ii, parity 2 and thyroidectomy. She was not allergic to nickel. Concurrent conditions included body mass index normal, smoker, alcohol use and cervical spinal stenosis. On (B)(6)2013, the patient had essure inserted. In 2013, the patient experienced genital haemorrhage ("bleeding/painful bleeding"), fatigue ("fatigue"), headache ("headaches 3-12 months after essure implant") and allergy to metals ("hypersensitivity reaction to nickel") and was found to have weight increased ("weight gain"). In (B)(6)2013, the patient experienced abdominal pain ("abdomen pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, menstrual disorder ("extreme menstrual changes"), device expulsion ("coil had migrated out of her fallopian tube and punctured my uterus"), depression ("depression") and abdominal distension ("bloating"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy & bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the uterine perforation, genital haemorrhage, menstrual disorder, device expulsion, weight increased, abdominal pain and allergy to metals outcome was unknown and the fatigue, headache and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, depression, device expulsion, fatigue, genital haemorrhage, headache, menstrual disorder, uterine perforation and weight increased to be related to essure. The reporter commented: uterine perforation was done with cervical dilation using the 4 mm hegar dilator. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Hysterosalpingogram - in (B)(6)2013: not provided.. On (B)(6)2013, essure confirmation test (hysterosalpingogram) was done. On (B)(6)2013, x-ray h ysterosalpingogram revealed scout film shows single bilateral essure coils. With filling of the endometrial canal, no abnormal filling defects are detected. Based upon essure criteria there has been satisfied placement of the essure coils bilaterally with bilateral tubal occlusion. An arcuate uterus was noted. Conclusion: based upon essure criteria, there has been satisfactory placement of the essure coils bilaterally with bilateral tubal occlusion. On (B)(6)2015, pelvic ultrasound revealed the uterus had essure and they were variable on this ultrasound. The right side appeared to be near the endometrium. The left ovary had a cyst, it measured 1.7x1.8x2.0 cm. On (B)(6)2015, pathology test revealed labeled "uterus with cervix and tubes" is a 126 g uterus (9.0 x 7.0 x 4.0 cm) with attached surgically interrupted right fimbriated fallopian tube (5.0 x 0.7 cm) and left fimbriated fallopian tube (7.0 x 0.7 cm). The serosa is tan-pink and smooth with a minimal amount of attached fibromembranous tissue on the anterior aspect. The ectocervical mucosa was gray-white smooth to slightly wrinkled surrounding a 0.7 cm ovoid os. Within both cornus were approximately 2.0 x 0.1 cm silver metallic coil medical devices suggestive of essure devic lot number: a47949 manufacturing date: 2012-09 expiration date: 2015-09-30 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 03-may-2016 who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013 for permanent sterilization. It was reported that consumer suffered from severe pelvic pain and extreme menstrual changes. On or about (B)(6) 2015, she had to have hysterectomy as a result of essure. Follow-up received on 19-may-2016: quality-safety evaluation of ptc: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain. This event is serious due to medical importance and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Therefore, given its nature and absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. Since an intervention (hysterectomy) was required due to essure, this case is regarded as incident. Other non-serious event was informed. A product technical complaint investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterus perforation/ perforation/ coil had migrated out of her fallopian tube and punctured my uterus") and genital haemorrhage ("bleeding/ painful bleeding") in a female patient who had essure (batch no. A47949) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2, live birth in (B)(6), live birth in (B)(6) and thyroidectomy. She was not allergic to nickel. Concurrent conditions included body mass index normal, smoker, alcohol use and cervical spinal stenosis. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), weight increased ("weight gain"), headache ("headaches 3-12 months after essure implant") and allergy to metals ("hypersensitivity reaction to nickel"). In (B)(6) 2013, the patient experienced abdominal pain ("abdomen pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, menstrual disorder ("extreme menstrual changes"), device expulsion ("coil had migrated out of her fallopian tube and punctured my uterus") and depression ("depression"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy & bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, genital haemorrhage, menstrual disorder, device expulsion, weight increased, abdominal pain and allergy to metals outcome was unknown and the fatigue and headache had resolved. The reporter considered abdominal pain, allergy to metals, depression, device expulsion, fatigue, genital haemorrhage, headache, menstrual disorder, uterine perforation and weight increased to be related to essure. The reporter commented: uterine perforation was done with cervical dilation using the 4 mm hegar dilator. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. On (B)(6) 2013, essure confirmation test (hysterosalpingogram) was done. On (B)(6) 2013, x-ray hysterosalpingogram revealed scout film shows single bilateral essure coils. With filling of the endometrial canal, no abnormal filling defects are detected. Based upon essure criteria there has been satisfied placement of the essure coils bilaterally with bilateral tubal occlusion. An arcuate uterus was noted. Conclusion: based upon essure criteria, there has been satisfactory placement of the essure coils bilaterally with bilateral tubal occlusion. On (B)(6) 2015, pelvic ultrasound revealed the uterus had essure and they were variable on this ultrasound. The right side appeared to be near the endometrium. The left ovary had a cyst, it measured 1.7x1.8x2.0 cm. On (B)(6) 2015, pathology test revealed labeled "uterus with cervix and tubes" is a 126 g uterus (9.0 x 7.0 x 4.0 cm) with attached surgically interrupted right fimbriated fallopian tube (5.0 x 0.7 cm) and left fimbriated fallopian tube (7.0 x 0.7 cm). The serosa is tan-pink and smooth with a minimal amount of attached fibromembranous tissue on the anterior aspect. The ectocervical mucosa was gray-white smooth to slightly wrinkled surrounding a 0.7 cm ovoid os. Within both cornus were approximately 2.0 x 0.1 cm silver metallic coil medical devices suggestive of essure device. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 22-nov-2017: events added were-uterus perforation/perforation/coil had migrated out of her fallopian tube and punctured my uterus, fatigue, bleeding/ painful bleeding, bloating, weight gain, headaches 3-12 months after essure implant, abdomen pain, depression, hypersensitivity reaction to nickel and coil had migrated out of her fallopian tube and punctured my uterus. Historical conditions and lab data added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterus perforation/perforation/coil had migrated out of her fallopian tube and punctured my uterus") and genital haemorrhage ("bleeding/painful bleeding") in a female patient who had essure (batch no. A47949) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2, live birth in 1988, live birth in 1990 and thyroidectomy. She was not allergic to nickel. Concurrent conditions included body mass index normal, smoker, alcohol use and cervical spinal stenosis. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), weight increased ("weight gain"), headache ("headaches 3-12 months after essure implant") and allergy to metals ("hypersensitivity reaction to nickel"). In (B)(6) 2013, the patient experienced abdominal pain ("abdomen pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, menstrual disorder ("extreme menstrual changes"), device expulsion ("coil had migrated out of her fallopian tube and punctured my uterus") and depression ("depression"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy & bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, genital haemorrhage, menstrual disorder, device expulsion, weight increased, abdominal pain and allergy to metals outcome was unknown and the fatigue and headache had resolved. The reporter considered abdominal pain, allergy to metals, depression, device expulsion, fatigue, genital haemorrhage, headache, menstrual disorder, uterine perforation and weight increased to be related to essure. The reporter commented: uterine perforation was done with cervical dilation using the 4 mm hegar dilator. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. On (B)(6) 2013, essure confirmation test (hysterosalpingogram) was done. On (B)(6) 2013, x-ray hysterosalpingogram revealed scout film shows single bilateral essure coils. With filling of the endometrial canal, no abnormal filling defects are detected. Based upon essure criteria there has been satisfied placement of the essure coils bilaterally with bilateral tubal occlusion. An arcuate uterus was noted. Conclusion: based upon essure criteria, there has been satisfactory placement of the essure coils bilaterally with bilateral tubal occlusion. On (B)(6) 2015, pelvic ultrasound revealed the uterus had essure and they were variable on this ultrasound. The right side appeared to be near the endometrium. The left ovary had a cyst, it measured 1.7x1.8x2.0 cm. On (B)(6) 2015, pathology test revealed labeled "uterus with cervix and tubes" is a 126 g uterus (9.0 x 7.0 x 4.0 cm) with attached surgically interrupted right fimbriated fallopian tube (5.0 x 0.7 cm) and left fimbriated fallopian tube (7.0 x 0.7 cm). The serosa is tan-pink and smooth with a minimal amount of attached fibromembranous tissue on the anterior aspect. The ectocervical mucosa was gray-white smooth to slightly wrinkled surrounding a 0.7 cm ovoid os. Within both cornus were approximately 2.0 x 0.1 cm silver metallic coil medical devices suggestive of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs